Manufacturer narrative:
Additional info: a.1;a.2;a3;a.4;b.5.

Event description:
It was reported that the nurse on the 4th floor infusion unit primed a 1.2 micron filter tubing with orencia and placed the pumping segment into the pump module; the tubing separated at the lower fitment and leaked orencia on the nurse. A second dose of medication was obtained from the pharmacy. The customer states that there was no injury noted.

Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the nurse on the 4th floor infusion unit primed the tubing with orencia and placed the pumping segment into the pump module; the tubing broke and leaked orencia on the nurse. A second dose of medication was obtained from the pharmacy. The customer states that there was no injury noted.